Manufacturer narrative:
The device was returned with the shuttle disengaged from the black handle and the sealant was not returned. Leak testing was performed and found no leak in the balloon of the returned device. Subsequently, visual inspection revealed that the balloon was partially filled with approximately 1/4 of saline and 3/4 of air. The condition of the returned device indicated that the balloon was not purged of air during the preparation phase. The balloon's distal tip was also observed severely inverted, which indicates that excessive tension was applied during pullback. During the investigation, a vacuum was drawn from the balloon, then the balloon was fully inflated with water and pressure was maintained. The inflation indicator performed per specification. The inflated balloon diameter was also verified and was noted to be within specification. The review of the lhr (f1603302) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided and the investigation performed, the root cause of the reported event may have been attributed to incorrect prep of the balloon and too much tension applied to the catheter during pullback. The mynx instructions for use (IFU) instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. There is no evidence to suggest that the mynx vascular closure device did not meet specification or perform as intended per the IFU. Should additional relevant information become available, a supplemental report will be filed.

Event description:
The mynxgrip (5f) vascular closure device (vcd) was deployed following protocol but when the narrow white tube was pulled back the entire mynxgrip came out of the patient body with the balloon still inflated. No patient harm was noted. No products were used to complete case or alternate method used. Additional information was requested, but is not available at this time.